Event description:
Additional information received indicated that analysis findings confirmed the ipg exhibited normal device characteristics and confirmed the device depleted normally.

Manufacturer narrative:
Manufacturing reference number 1627487-2023-00748 should not have been reported as a medical device report (MDR) after additional information received confirmed the end of life calculations exhibit what the patient is experiencing, confirming normal device characteristics and thus no longer reportable.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown).

Event description:
It was reported the patient¿s ipg approached end of life. Surgical intervention was undertaken on (B)(6) 2023 to address the issue. Ipg was explanted and replaced. Stimulation therapy was reportedly restored postoperatively.